Event description:
Hearing performance with the device is affected. Recipient's parent thinks he has not had any hearing with the device for the last 6 months. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the received information from the field, a technical implant failure seems likely. In addition a partial migration of the active electrode out of cochlea might be the cause for the observed high impedances on the most basal electrode channels. However, to confirm an exact root cause, device investigation on the explanted device would be neccesary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device is affected. Recipient's parent thinks he has not had any hearing with the device for the last 6 months. Re-implantation was performed.

Manufacturer narrative:
Conclusion: according to the information received from the field a technical implant failure seems likely. However during device investigation no defect or damage, which would explain for the reported symptoms, was found. Therefore the root cause remains unknown. Mechanical damages found during investigation are attributable to the removal surgery. In addition information on the implant registration card states that two channels were left extra-cochlear at implantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Recipient's parent thinks he has not had any hearing with the device for the last 6 months. Reimplantation is considered.